Manufacturer narrative:
As a baylis medical device was reported to be among the devices used in the procedure, baylis medical has decided to submit this report.

Event description:
A blood clot formed leading to surgical intervention where versacross steerable sheath, versacross rf wire and the watchman device were used. Transseptal was successful using the versacross steerable sheath and versacross rf wire. A blood clot was noted in the right atrium and as a result the physican increased the heparin dosage and removed the versacross steerable sheath from the patient. The versacross rf wire remained in the left upper pulmonary vein. After receiving an activated coagulation time of 293 and performing a cardiovert the physician continued with the implantation of the watchman device successfully. As a baylis medical device was reported to be among the devices used in the procedure, baylis medical has decided to submit this report. A separate problem report has been submitted for the versacross rf wire with the report number 3019751610-2023-00016.